Manufacturer narrative:
This report is based solely on device return and analysis. No information to suggest a device-related adverse event or product problem was received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4): the device was returned, analyzed and analysis found that the battery drawer was broken and the lcd display was out of specification. It was also noted that the ring and two side bails were bent, the two side bail covers were broken and the upper case was broken.

Event description:
The device was returned to the manufacturer due to a field advisory. It was analyzed and tested out of specification. No patient involvement or complications were reported as a result of this event.